Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that was saying "out of order". This condition was found in the picu upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history it was determined that failure code 810:11 occurred during delivery causing an interruption of delivery. No additional information is available at this time.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history. An assignable cause could not be determined. Calibration verification was performed and all readings were within specifications. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.